Manufacturer narrative:
Additional information: the customer's statement regarding a "tl400 failed to power on" cannot be confirmed. We are unable to perform a more detailed analysis of the cause, as we have not received any information about the item (item number, serial/lot number) from the customer. Despite several written requests, the item has not been made available to us. It is possible that the light source was still switched on when the cable, which is unknown to us, was unplugged, which led to burns when the person met the cable. In our IFU for light sources and in the IFU for light cables, we clearly point out that the components used can heat up and that improper handling, adjustment, or unsuitable components can result in thermal injuries. We assume that this was a handling/user error. No further measures will be taken. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the customer tripped over the trolley cable, causing it to be ripped out. After reconnecting the cable, only the tl400 failed to power on while the other devices on the trolley were functioning properly, indicating that the trolley cable is operational. The surgeon was unable to complete the procedure.